Event description:
It was reported by the product engineer conducting the sheep study, that high impedances I open (>40k ohms) was seen on contact 2. This sheep study involved an ins that is not marketed yet, a medtronic adaptor that is marketed and the boston scientific lead which is also marketed. It was noted that the root cause of the high impedances was not yet determined to be due to the adaptor nor confirmed to be due to the lead. Root cause is still unknown. It was also noted that the boot was glued with medical adhesive to the adaptor and the lead for study purposes. The adaptor and lead have not been disconnected yet. . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).